Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Femoral access was obtained via the femoral artery. The target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). After implanting a 3.50x24mm promus element ¿ drug - eluting stent (des), post dilatation was performed with a non-bsc balloon catheter. However, a long dissection starting from the distal edge of the deployed stent was noted. A 2.75x32mm promus element ¿ des was then implanted overlapping the previously implanted 3.50x24mm promus element ¿ des to cover the dissection. No further patient complications were reported and the patient's status was stable.